Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: the driveline cable was not returned for evaluation. There was no evidence that the vad had previously been s erviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies within the analyzed period. Visual evidence provided by the site revealed a break and discoloration in the outer sheath of the driveline cable. In addition, visual evidence revealed damage to the strain relief. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the observed driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation section 10: ICD:d154atg and lead: 694965, 407652 implant date: (B)(6)2006. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable sheath was damaged. The damaged area was wrapped with rescue tape, which was indicated to have been applied by a prior clinic the patient visited. It was observed that the repaired area was "very weak and pliable and could easily be bent in half". Review of data log files showed that no alarms occurred, and the patient did not experience any symptoms. It was determined that the old repair would not be removed due to concerns for risk. The patient was hospitalized and successfully transplanted. No patient complications have been reported as a result of this event.